Manufacturer narrative:
(B)(4). Date sent: 5/24/2021. D4: batch # u5aj72. H6: component code: mechanical(g04). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload loaded on the device. The device was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above where the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the firing switch actuator has been correlated to a manufacturing process. There was an out-of-specification issue with components that affected the functionality of the firing switch actuator.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the echelon flex powered plus long device, jaw length 60 mm. The device was brought to the clinic for testing. There was a bariatric operation, during which 6 hardware stitches were applied. After suturing, the suture did not bleed, but deformed open staples were found in the abdominal cavity (the staples were absolutely straight). The surgeon drew attention to this, removed these deformed staples and continued the operation. During the test with contrast (blue) at the site of the gastrointestinal anastomosis, the napkin was stained with a contrast agent. When the surgeon searched for the place of failure, still deformed brackets were found. Then the surgeon suggested that it was precisely the failure of the staple suture. The blue gst cassettes were used. The surgeon flashed the place of inconsistency and, after conducting a bubble test, made sure of the integrity of the anastomosis. Currently, (B)(6) 2021 at 11.55 according to the surgeon, the patient feels well.